Event description:
Boston scientific received information that a red alert was detected for this right ventricular (rv) lead as it exhibited high out of range (oor) pacing lead impedance (pli). There was loss of capture (loc) at max output and oversensing of noise observed. This lead was surgically abandoned and was replaced with a competitor lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.